Event description:
The user's hearing performance with the device is affected. When the user came to the clinic for an upgrade session on 31-oct-2023 abnormal measurements were obtained.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a mechanical damage of the stimulator housing, which is typical for an external impact to the housing, appears likely. However, an investigation of the explanted device is necessary to determine an exact root cause of failure. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's hearing performance with the device is affected. When the user came to the clinic for an upgrade session on (B)(6) 2023 abnormal measurements were obtained. The user was re-implanted.

Event description:
The user's hearing performance with the device is affected. When the user came to the clinic for an upgrade session on (B)(6) 2023 abnormal measurements were obtained. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a mechanical damage of the stimulator housing, which is typical for an external impact to the housing, appears likely. However, an investigation of the explanted device is necessary to determine an exact root cause of failure. Re-implantation is considered.

Manufacturer narrative:
Conclusion: device investigation revealed the substrate of the device's circuitry to be broken. The investigation results appear to match the problems mentioned in the recipient report. The exact reason why the crack occurred cannot be determined, however a review of the DHR has been performed and no abnormality was revealed, thus the device was released according to specifications. This is a final report.

Event description:
The user's hearing performance with the device is affected. When the user came to the clinic for an upgrade session on (B)(6) 2023 abnormal measurements were obtained. The user was re-implanted.